Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their spouse was advised by their physician that the implantable cardioverter defibrillator (ICD) was broken and failing and that the right ventricular (rv) lead was also broken and that is why they need to remove/change it. The ICD was explanted and replaced. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.